Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 417 mg/dl. Customer treated with manual injection. Decreased to 126 mg/dl. The blood glucose reading at the time of the hospitalization was 438 mg/dl. Caller stated that the insulin pump alarmed no delivery multiple times. Nothing further reported.